Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the insertable cardiac monitor (icm). The physician elected to explant and replace the icm. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field unable to establish communication and battery having reached end of life level (eol) due to normal use. Electrical, longevity, and visual analysis was normal with no anomalies found.